Event description:
The patient reportedly experienced increased swelling, redness and discharge at the implant site. Surgery was performed to drain the site. The patient was prescribed medication (type unknown). Infection recurred and the skin over the implant broke down resulting in device extrusion. In 2009, the implant site was cleaned, and the device was successfully repositioned. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.